Event description:
It was reported that a pump declared an altitude alarm, causing the customer's blood glucose level to read at 385 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support resolved the issue by sending the customer a replacement pump, advising them on the steps needed to use the new pump upon arrival, and instructing them to return the problematic pump within 10 days.